Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed (no image/black). The additional evaluation findings are as follows: the exera ID chip had no data transmission, the insertion tube had a dent and buckles at insertion tube boot affecting internal elements, and the control body had scratches. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image when plugged into the scope cart. The issue was found during preparation for use for a diagnostic bronchoscopy procedure. The procedure was completed with a similar device with a 5 minute delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely due to a damaged charged-coupled device (ccd) unit due to physical stress applied to the insertion tube during user handling. The event may be detected/prevented by following the instructions for use which state: ¿inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage may result¿. Olympus will continue to monitor field performance for this device.